Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed found that they are not in their original packaging. Device 1 a visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the shaft of the insertion device bent almost 90 degrees and the needle mangled and twisted with the suture and implants returned off the device. Device 2 a visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the shaft of the insertion device bent almost 90 degrees with the suture and implants returned off the device. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: upon review of the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. According to information received, it was confirmed that both t implants were inserted but would not stay anchored and slipped out of the meniscus. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H11: corrected information in b5.

Event description:
It was reported that during a meniscus repair surgery, both t implants of two (2) fast-fix 360 devices were pulled out from the meniscus when the suture was tightened. Both ts were removed using tweezers. The procedure was completed using a starsportmed competitor device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) fast-fix 360´s t were pulled out when the suture was tightened. Both ts were removed from the patient using tweezers. The procedure was completed with a starsportmed device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) fast-fix 360´s t were pulled out when the suture was tightened. The procedure was completed with a competitor device. It is unknown if there was a surgical delay and no further complications were reported.